Event description:
This report summarizes 2 malfunction events in which the device was contaminated with a chemical or other material. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 2 events were reported for this quarter. Product return status. 2 device investigation types have not yet been determined. Additional information. 2 devices were labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes 0 malfunction events in which the device was contaminated with a chemical or other material.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 2 events were previously reported during the reporting quarter; however, 2 events were reported in error. 0 previously reported events are included in this follow-up record. H3 other text : there are no events to report for this catalog#/failure.